Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an infusion set occlusion while using the ilet, with persistent hyperglycemia exceeding 400 mg/dl that resolved only after a supply change and resumption of insulin delivery; the infusion set was inspected with no visible kinks or bends and no additional device alerts were present. Symptoms included dry mouth associated with hyperglycemia. Outcomes included transient impact requiring troubleshooting guidance and infusion set replacement, with no professional medical intervention and no hospitalization. Investigation included user interview, review of device alerts, and guided troubleshooting of the insulin infusion set and delivery. Investigation of this case revealed that insulin delivery was impeded by an occlusion that was resolved through changing the infusion set and resuming therapy, with no device malfunction otherwise identified. It was concluded that the event was related to an infusion set occlusion that led to hyperglycemia and was mitigated by supply replacement and continuation of insulin delivery.